Event description:
Philips received information regarding the customer was seeing a small dark area on brain images. It was confirmed by the physician that there is a small area on left side of brain (anatomically it would be the right side of brain per the fse) that appeared as a density and that the hu values varied slightly versus the right side (anatomically it would be the left side of the brain per the fse). There was no report of misinterpretation, mistreatment, or rescan due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).